Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the ins "cut itself off maybe 5 months ago". They noted that they keep the batteries out of their patient programmer (pp) so they could not have accidentally turned stimulation off. They turned stimulation back on. No further patient complications have been reported as a result of this event.